Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the malfunction was not resettable and decided to replace the pump. The customer was instructed on how to put the pump into storage mode and was informed of the process for returning the problematic pump to tandem using a provided return box and pre-paid label. The customer acknowledged the requirement to return the pump within 10 days to avoid being billed. Technical support also advised the customer on programming their replacement pump settings and connecting their continuous glucose monitor. The replacement pump was sent to the customer without the need for a signature upon delivery.